Event description:
The customer reported the system was continuously rebooting when turning on a machine. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep checked the ps1 power supply 5volts and measured the 5.25 vdc ck pass. He cleaned contacts on psi power supply and checked operation. The system works as intended.